Manufacturer narrative:
A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
The person with diabetes (pwd) called to report an active line bond infusion set change was completed, and insulin delivery resumed successfully. At the start of the call, the pwd¿s glucose level was 202 mg/dl. After completing the cassette and infusion set change, the glucose level was 268 mg/dl. The pwd administered a manual bolus and did not require emergency medical services. There was no patient injury. There was no patient harm reported.